Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support for 16 days, there was persistent suction alarms. The team discussed troubleshooting measures and addition of anticoagulation systemically, but due to prior gastrointestinal bleed, the anticoagulation was not restarted systemically. The pump was successfully weaned and explanted after 19 days of support. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was returned for evaluation. Low pump flow: returned pump had biomaterial present within outflow cage and around impeller blade. Data logs were reviewed and the logs confirm reported low flows with suction alarms. The real time (rt) log at time of initial suction alarms showed step down in motor current and pump flows with speed deviation. Additionally, decoupling of placement signal and left ventricle (lv) signal occurred at time of step down in motor current and speed deviation. The decoupling resolves. The root cause of the low pump flows was most likely due to biomaterial ingestion based on data log analysis, returned product, and clinical details. Thrombus: based on the returned data log analysis, an additional failure mode of "thrombus" was added to the investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added.